Event description:
Pt had a racz procedure done, using an epimed brevi-kath radio-opaque epidural catheter, lot 1193620. After performing adhesionolysis, md noted that the catheter could not be pulled back. As the catheter was in good position and as md was concerned that the catheter was catching on the needle and that the needle would shear it off, md removed the needle and completed the racz procedure without incident. After the procedure, the catheter could not easily be pulled out. The pt was taken back to the procedure room and the catheter examined under fluoroscopy. There were no knots, kinks or obvious reasons for obstruction. A neurosurgeon was consulted. Md and neurosurgeon agreed to pull on the catheter sharply to pull it out. This resulted in the catheter breaking, with the remaining catheter extending from the sacral cornu to just above the l5-s1 disc space. The decision was made to cover the pt with antibiotics and follow them. X-ray tech mentioned an identical catheter being sheared off at a neighboring facility last week. As these catheters are designed specifically for this task, mds' concern is of a defective batch.